Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. However host tissue was observed on the valve. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 5mm near commissure 3 on outflow aspect. Subvalvular apparatus was observed around leaflet 1 at the outflow aspect. As received, all three leaflets had cuts of approximately 4mm x 10mm on leaflet 1, 3mm x 9mm on leaflet 2, and 4mm x 9mm on leaflet 3. The cuts had a smooth and straight edge; leaflet fragments were not returned. X-ray demonstrated heavy calcification on the remaining of all three leaflets, and wireform intact. Pledgets and sutures remained attached around the sewing ring. Additional manufacturer narrative: customer report of thrombosis was not confirmed. Customer report of calcification was confirmed. In this case the host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Based on the information received the cause cannot be conclusively determined; however, patient factors and progression of valvular disease likely contributed to the event.

Event description:
Records indicated valve explanted due to calcification, mitral stenosis, and mitral regurgitation. An intra-aortic balloon pump was placed and patient was transferred to intensive care unit in satisfactory condition. Patient had a left subclavian transvenous atrial ventricular pacemaker implanted on post operative day seven due to complete heart block. Patient was discharged on post operative day 20.

Manufacturer narrative:
(B)(4). Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. The explanted valve has not been returned for evaluation. Therefore, the root cause of this event cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this 6900ptfx 25 mm valve was explanted due to thrombosis. Implant duration of the valve was approximately eight (8) years and two (2) months. No other details provided.